Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to mechanical failure which the patient was unable to drive at night due to blurred vision and glare/halos. New incision was made and a vitrectomy was performed. No suture was required. It was noted that viscoelastic was used. A replacement lens, model z9002 of 20.5 diopter was used. No patient post-op injury was reported. No other information was provided.

Manufacturer narrative:
The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 18, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received wrapped in gauze. The lens was cleaned, and presented with no issues related to or could have contributed to visual issues were observed. No handpiece was received as part of this return therefore, no product deficiency could be performed on the handpiece. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was discovered that section b1: report type was inadvertently entered as malfunction problem when it should have been only an adverse event. This report is submitted to correct information previously reported in the initial submission of report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.